Event description:
During patient transport from MRI to medical ICU the screen on the transport ventilator (tv-100) froze. Patient immediately placed on hamilton ventilator in ICU. Batteries removed from transport ventilator. Tv-100 to be sent to biomed for evaluation. Manufacturer response for transport ventilator, tv100 (per site reporter).